Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the investigation was carried out in collaboration with r&d mechanical engineering, you will find our explanation below: visual examination of the received products shows that the three (3) received wires are broken as reported. The slipping wires in the wire bolts has the effect that the wires lose their tension in the construct and this can lead to significantly promotes fatigue fractures. However, the cause cannot be conclusively assessed because we lack significant data on the entire construct. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient had wire breakage." Additionally, it was reported the patient also experienced pain.